Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel of left elbow. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilation. During third inflation at 18 atmospheres for 1 minute, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel of left elbow. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilation. During third inflation at 18 atmospheres for 1 minute, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older, d2b - pro code (product code): fge, lit, g4 - premarket / 510(k): k103751, k110122, k141521. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 95mm in length and extended from a position 18mm distal of the proximal markerband to 30mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.